Manufacturer narrative:
The customer was sent a replacement breast pump. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated she has had mastitis twice in the last 6 weeks, one in each breast. The first time she was only pumping and the second time she was pumping during the day and nursing her baby in the evening. She treated the first episode with non-pharmacologic treatment, as she did not have fevers at that point. She was prescribed an antibiotic for the second infection by her midwives. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was received on 07/27/2016, though the product was received it has not yet been evaluated by quality engineering. Therefore, no conclusions can be made as to the cause of the event.

Event description:
On 07/05/2016, the customer reported to customer service that the suction on her pump in style pump was low and she had clogged ducts.

Manufacturer narrative:
The product was received and evaluate. The unit passed all functional test. (B)(4).